Event description:
During an in-clinic follow-up, far-field p-wave oversensing (ffpwos) episodes, decreased sensing and increased capture threshold resulting in a loss of capture (loc) were observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. The cause of the event was determined to be due to the rv lead dislodgement. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.